Event description:
This complaint is from a clinical study (B)(4). The procedure was coil embolization assisted with the vrd (enc452812) for the unruptured aneurysm in basilar artery. In-stent thrombosis occurred after one hour from the procedure. The patient had a stroke. The brain infarction occurred in right side of thalamus / left side of the medulla. Medication therapy was given using ozagrel sodium and edaravone. The patient had after effects of consciousness disturbance, paralysis (right side), articulatory disorder and swallowing disturbance, and she is being followed up.

Manufacturer narrative:
Per clinical study (B)(4) indicated that the procedure was coil embolization assisted with the vrd (enc452812) for an unruptured aneurysm in the basilar artery. In-stent thrombosis occurred after one hour from the procedure. The patient had a stroke. The brain infarction occurred in right side of thalamus / left side of the medulla. Medication therapy was given using ozagrel sodium 160mg/day and edaravone. The patient had aftereffects of consciousness disturbance, paralysis (right side), articulatory disorder and swallowing disturbance. Currently the patient is being followed-up. The enterprise stent was fully expanded and appose to the vessel wall after initial placement, and the enterprise stent was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. During the procedure the patient received heparin 4000u/day, after the procedure and until seven days after the procedure ozagrel sodium, and aspirin 100mg/day/cilostazol 200mg/day unknown time frame. Pre anticoagulant therapy act was 100 seconds and post anticoagulant therapy the act was 200 seconds. The vessel diameter proximally was 1.8mm and distally was 1.9mm. The aneurysm neck size was 7.5mm, neck to sac ratio was 7.5mm/9.5mm, and saccular. There were no issues during the procedure with any of the devices that may have contributed to the event. A cd copy of the procedure was not available. Other devices utilized during the procedure consisted of 7french guider softip (boston scientific), (mc) microcatheter prowler select plus (catalog/lot unk) , sl-10 (boston scientific), 0.014inch chikai (asahi intecc) guidewire, and 13 coils (all non codman products - presidio, ultipaq, delta plush). No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lr packaging l/n# 01422610. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) that in-stent thrombosis occurred one hour after an enterprise vrd assisted coil embolization of an unruptured basilar artery aneurysm and the patient had a stroke. Additional information received reported that rupture of the treated aneurysm occurred during the coil embolization with diplopia. There is no further information regarding specifically when the rupture occurred or what device or devices caused or contributed to the rupture. The physician commented that the relationship of the ruptured aneurysm to the procedure was highly probable, and to the device was unknown. It was considered that ruptured aneurysm caused the in-stent thrombosis that occurred an hour after the procedure. Diplopia was considered to be an after effects of the in-stent thrombosis. The relationship of the diplopia to the procedure was highly probable and to the device was also highly probable. No action was taken for ruptured aneurysm. For diplopia, ozagrel sodium and edaravone were administrated with recovery from the diplopia the same day. The brain infarction reported as related to the thrombus occurred in right side of thalamus / left side of the medulla. Medical therapy included ozagrel sodium 160mg/day and edaravone. Residual effects included consciousness disturbance, right sided paralysis, articulatory disorder and swallowing disturbance. Currently, the patient is being followed-up. The vessel diameter proximally was 1.8mm and distally was 1.9mm. This is less than the recommended vessel diameter outlined in the instructions for use. Usage other than the approved labeling may involve risks not described in the labeling. The aneurysm was saccular with a neck size of 7.5mm, neck to sac ratio of 7.5mm/9.5mm. The enterprise stent was fully expanded and appose to the vessel wall after initial placement, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position with follow-up as compared to position after placement. During the procedure, the patient received heparin 4000u/day, after the procedure and until seven days after the procedure ozagrel sodium, and aspirin 100mg/day/cilostazol 200mg/day unknown time frame. Pre anticoagulant therapy act was 100 seconds and post anticoagulant therapy the act was 200 seconds. There were no issues during the procedure with any of the devices that may have contributed to the event. The enterprise vrd remains implanted and procedural films are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm rupture is a known potential adverse event associated with aneurysm embolization procedures and the use of the enterprise vrd as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Based on the lack of information regarding the rupture, no conclusion can be made regarding the relationship of the event and the enterprise vrd. With review of the information there is no indication that the event is related to any enterprise design, manufacturing, or performance issue. Vessel characteristics and procedural factors are possible contributing factors. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with ruptured aneurysms. As reported, the intraprocedural aneurysm rupture may have contributed to the thrombotic event. Although based on the available information, no definitive conclusion can be made, patient, parent vessel size, pharmacological, procedural factors including the ruptured aneurysm may have contributed. There is no indication of any device performance or manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated during the index procedure aneurysm ruptured occurred, and no action was taking. Also, one hour later, the patient had enterprise vrd thrombosis, right thalamic infarction, left medullary infarction, and the patient developed consciousness disturbance, paralysis (right side), articulatory disorder, swallowing disturbance, and diplopia which were all considered to be after effects of the infarction. It is unknown what device or devices cause the ruptured. The diplopia was treated with ozagrel sodium and edaravone, and event outcome was resolved after treatment. The physician's commented that the relationship of the ruptured aneurysm to the procedure was highly probable, and to the device was unknown. It was considered that ruptured aneurysm caused the in-stent thrombosis that occurred after an hour after of the procedure, and the diplopia was considered to be an after effect of the in-stent thrombosis. The relationship of the diplopia to the procedure was highly probable and to the device was also highly probable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via (B)(4) in-stent thrombosis occurred one hour after an enterprise vrd assisted coil embolization of an unruptured basilar artery aneurysm. The patient had a stroke. The brain infarction occurred in right side of thalamus / left side of the medulla. Medical therapy included ozagrel sodium 160mg/day and edaravone. Residual effects included consciousness disturbance, right sided paralysis, articulatory disorder and swallowing disturbance. Currently, the patient is being followed-up. The vessel diameter proximally was 1.8mm and distally was 1.9mm. This is less than the recommended vessel diameter outlined in the instructions for use. Usage other than the approved labeling may involve risks not described in the labeling. The aneurysm was saccular with a neck size of 7.5mm, neck to sac ratio of 7.5mm/9.5mm. The enterprise stent was fully expanded and appose to the vessel wall after initial placement, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position with follow-up as compared to position after placement. During the procedure the patient received heparin 4000u/day, after the procedure and until seven days after the procedure ozagrel sodium, and aspirin 100mg/day/cilostazol 200mg/day unknown time frame. Pre anticoagulant therapy act was 100 seconds and post anticoagulant therapy the act was 200 seconds. There were no issues during the procedure with any of the devices that may have contributed to the event. The enterprise vrd remains implanted and procedural films are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422610. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, vessel size, pharmacological and procedural factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.